Event description:
An occipital cervical fusion was conducted, it was a revision surgery. The reason for the revision surgery was to take out the old c2 screws that had broken because the patient fell. As the surgeon was putting in a longer c2 screw the screw stripped. The surgeon cut a little piece of the rod; to take the screw out; this process was repeated on the other side as well. They spent about an hour removing the broken screws and they were successful inserting replacement screws.

Manufacturer narrative:
Method: risk assessment. Results: the customer reported that an oasys polyaxial screw had stripped and was unable to be tightened or backed out of the body. The device was not returned for evaluation. Manufacturing records were not able to be reviewed since the lot number is unknown.conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
An occipital cervical fusion was conducted, it was a revision surgery. The reason for the revision surgery was to take out the old c2 screws that had broken because the patient fell. As the surgeon was putting in a longer c2 screw the screw stripped. The surgeon cut a little piece of the rod; to take the screw out; this process was repeated on the other side as well. They spent about an hour removing the broken screws and they were successful inserting replacement screws.